Manufacturer narrative:
Correction: g1. The manufacturing number is (B)(4).

Manufacturer narrative:
Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. "A manufacturing record evaluation was performed for the finished device lot number 3945031 (product code tvtrl), nr-0260750 was found for the finish good and nr-0257578 was found for the sub-assembly (product code p25244, lot number 3945008). Nr reviewer has reviewed the nr file and has concluded, based on the information available in the nr file, that nr-0260750 and nr-0257578 are not related to the reported complaint condition or identified malfunction. Expiration date : 31.may.2026 manufacturing date : 17.jun.2025" as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Event description:
It was reported via clinical trial patient (B)(6) experience, residual urine. Relationship to study device: not related.

Manufacturer narrative:
The investigation is ongoing and the result will be reported when it is available. The internal complaints number is (B)(4).